Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure the one step button was pulled all the way out of the stoma site. The physician performed hemostasis. The patient's condition was stated to be "take a wait and see approach." The boston scientific sales representative checked on the status of the patient's condition after three days and was told there were no complications. A different device was placed (unknown manufacturer). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination of the device revealed the button to be separated from the delivery system. The delivery system was found to be complete including the sheath, red strip and black suture tear strip. The sheath had not been torn to release the button. No issues were found with the button. The returned unit was consistent with the complaint incident that the feeding tube was unintentionally removed. Based on the event description and the evaluation of other devices that have been returned with the same issue it is possible that excess force was used during placement or that the incision was too large for placement of this device. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the one step button was pulled all the way out of the stoma site. The physician performed hemostasis. The patient's condition was stated to be "take a wait and see approach." The boston scientific sales representative checked on the status of the patient's condition after three days and was told there were no complications. A different device was placed (unknown manufacturer).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure the one step button was pulled all the way out of the stoma site. The physician performed hemostasis. The patient's condition was stated to be "take a wait and see approach." The boston scientific sales representative checked on the status of the patient's condition after three days and was told there were no complications. A different device was placed (unknown manufacturer). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2011 that the button became separated from the delivery system outside the patient after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.